Manufacturer narrative:
(B)(4).

Event description:
It was reported that when a patient presented in-clinic for a follow-up, high hv lead impedance was observed. The patient will continue to be monitored.